Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. B3- the date of event is estimated as (B)(6) 2024 as this is the day before the alert date.

Event description:
It was reported that this was an arteriotomy closure of an unspecified access site using a proglide device after an unknown procedure. Reportedly, a suture break occurred prematurely with two proglide devices is a row. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. B5: describe event or problem: updated.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, the suture breaks occurred during knot advancement with the two proglide devices in a row. No additional information was provided.